Manufacturer narrative:
The pad device was installed on (B)(4) 2010. Multiple events on(B)(6) 2010 indicate the device was switching itself on automatically. The problem with the pad device was caused by a faulty q37 transistor on the on/off circuitry on the printed board assembly. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.